Event description:
Caller reported a tandem mobi cartridge alarm that occurred during the loading process. There was no adverse impact to the customer's blood glucose level. The customer was unable to reload the original cartridge, and a cartridge alarm recurred even after assistance from cts in loading a new cartridge. Cts decided to replace the pump and original cartridge. Caller's current backup therapy was unavailable, and cts advised on receiving a pump with updated software. Instructions were provided for storage mode and returning the pump to avoid billing, along with the need to program settings and connect a cgm to the replacement pump, which the caller understood.